Event description:
Information was received indicating that during use of this smiths medical cadd prizm vip pump, the pump exhibited "error detected 10038" alarm. It was reported that the pump was replaced. No patient injury reported.